Event description:
Iabp alarm went off, low augmentation, no arterial wave form noted. Attempted to flush heparin line, unable to do so. Attempted to aspirate blood, unable to do so. Placed pump on stand by. Iabp pulled, no harm to patient.